Event description:
The user facility reported that the steam sterilizer leaked steam from the back of the chamber and set off a fire alarm.no procedural delays or cancellations have been reported. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer, and found a damaged s3 valve at steam intake. The valve was replaced; the sterilizer was tested, found to be operational and returned to service.